Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the pump is frozen and pressing the buttons will not allow reporter to verify the screen. Reporter was changing patient's site and the pump would not respond. Pump vibrated and made a sound but would not respond to button presses to confirm or move the yellow bar. Reporter replaced the battery , but the pump is still frozen on the verification screen. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.